Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be loss of connection. In addition, the probable cause of the loss of connection was determined to be the transmitter and app were unable to establish a connection via data. The reported event of a pairing failure is reportable based on the finding of the transmitter and app were unable to establish a connection via data. No injury or medical intervention was reported.